Event description:
It was stated that the customer was hospitalized for diabetic coma, stroke, and vomiting. The customer had a blood glucose reading as high as 1100. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.